Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pocket heating regardless if therapy was on or off. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient had an infection around the ipg site. As a result, the patient underwent surgical intervention during which the ipg was explanted. The patient was then put on antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.